Event description:
The pt no longer experienced stimulation with the thoracic quad lead. The lead impedance measurements were greater than 3,600 ohms on all 8-11 combinations. A surgical revision was planned. Additional info has been requested.

Manufacturer narrative:
(B)(4).